Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nonsmoker and uterine bleeding. Concurrent conditions included asthma, right lower quadrant pain, dyspareunia, adenomyosis, retroverted uterus and endometriosis. Concomitant products included sertraline hydrochloride (zoloft) for depression as well as ethinylestradiol;norgestimate (sprintec) (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted :previously mentioned - undergone hsg test and now in pfs and mr mentioned that - plaintiff did not undergo an essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Concerning the injuries reported in this case, the following confirmed in patient¿s medical records:dysmenorrhea,depression,pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and medical record received:event vaginal bleeding,menorrhagia,depression,anxiety,dysmenorrhea were added. Patient date of birth,height,reporters,medical history,concurrent condition,concomitant medication were added. Outcome of event pelvic pain added as recovering. Case became incident. Product start date,stop date,lab data were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nonsmoker and uterine bleeding. Concurrent conditions included asthma, right lower quadrant pain, dyspareunia, adenomyosis, retroverted uterus and endometriosis. Concomitant products included sertraline hydrochloride (zoloft) for depression as well as ethinylestradiol;norgestimate (sprintec)(B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia / menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression / psych injury"), anxiety ("mental anguish / psych injury"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy(full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted :previously mentioned - undergone hsg test and now in pfs and mr mentioned that - plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following confirmed in patient¿s medical records:dysmenorrhea,depression,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events abdominal pain and general abnormal bleeding added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.